Event description:
The customer reported that during a daily check of the iabp, at start up, the iabp generated an "electrical test failure code #58" (power up vent test failed). No patient was involved.

Manufacturer narrative:
The customer representative received the same error code when powered up for the first time but then powered up fine after that. There were several electrical code #58 errors in the fault logs. Seemed to happen after the pump sat for a long time. Replaced the drive manifold (p/n 0104-00-0018). Calibrated transducer and performed functional and leak tests to factory specifications. It functioned normally and was returned to the customer. (B)(4).